Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle and one reload. Visual inspection of the instrument noted no abnormalities. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The proximal end of the reload was broken from the device and the articulation rod was bent. Functionally, the instrument was loaded with pmv representative reloads. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. When the reload was loaded onto the subject instrument it was observed that proximal end of the adapter was broken. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a lobectomy, the device operator attempted to load the second reload onto the handle. A crack sound was heard and the handle was stiff to move the jaws. When the device operator tried to remove the reload from the handle to attach a third reload, it was too difficult to detach from the handle. When the third reload was attached to the handle, the device operator heard another crack sound again. When the third reload was detached from the handle, the connection part of the reload was bent. Another handle and the second reload were opened and used. No other adverse events were reported.